Event description:
It was reported that following a cryoablation procedure air ingress was observed when the mapping catheter was inserted and removed from the sheath. The procedure was completed successfully, and no patient complications have been reported as a result of this event.